Event description:
It was reported that the external pulse generator (epg) was in use during surgery and even though the rate was changed, the epg rate did not change. The epg was sent for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomalies.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device was analyzed and no anomalies were found.